Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8590-1, lot# n085280, implanted: (B)(6) 2006. Product type: accessory. (B)(4).

Event description:
A representative reported that the patient was severely contracted, and the caller was unsure when this started or had always been the case. The representative was not sure if the symptom was a disease state or therapy related. The pump was interrogated the day prior to the report, and 4.2 ml¿s were in the reservoir. The patient was receiving 0.44 ml/day so they had about seven days before the pump reached 1 ml in the reservoir. The patient was being refilled on (B)(6) 2013, five days after the report. The medication used within the system was lioresal. The representative later reported that no telemetry strips were available, and no troubleshooting was performed. All of the patient¿s equipment was replaced. The catheter was not patent. The patient was started on 100 mcg/day down from 890 mcg/day. The patient was receiving effective therapy.

Event description:
Correction - two days following the initial report, the representative reported that they agreed the patient should have their pump replaced during their hospital stay. They stated that the patient appeared to be ¿ok¿ but withdrawal "can be insidious¿.